Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (connector does not securely latch) was confirmed. As received, the electrode belt connector locking nut was missing. The cause of the inability to securely connect with a test monitor is the missing locking nut. The root cause of the missing locking nut is physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch with a test monitor.